Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined that tip separation during removal results from a mixture of lead handling, patient anatomy, and lead design. The allegations in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance issue. Additional information from the field representative indicates that the lead exhibited drastically varying impedance values. When the pocket was opened it was determined that the suture had worn away at the lead insulation near the pocket. Also, it appeared like the suture sleeve itself was not in place, causing the suture to wear through. It was noted that upon extraction, the tip of this lead detached from the main lead body and remained implanted in the myocardium of the right ventricle (rv). Estimating the length looked to be approximately the distal 3-4mm. This was thought to be of no concern clinically. This lead was explanted and successfully replaced. No additional adverse patient effects were reported. The product is not expected to return as it was kept by the hospital. Therefore, product analysis can not be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance issue. Additional information from the field representative indicates that the lead exhibited drastically varying impedance values. When the pocket was opened it was determined that the suture had worn away at the lead insulation near the pocket. Also, it appeared like the suture sleeve itself was not in place, causing the suture to wear through. It was noted that upon extraction, the tip of this lead detached from the main lead body and remained implanted in the myocardium of the right ventricle (rv). Estimating the length looked to be approximately the distal 3-4mm. This was thought to be of no concern clinically. This lead was explanted and successfully replaced. No additional adverse patient effects were reported. The product is not expected to return as it was kept by the hospital. Therefore, product analysis can not be performed.